Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 813:01 was confirmed during event history log review, but could not be reproduced during product evaluation. The reported condition of failure code 813:01 was cascaded from failure code 808:02 per product evaluation. The failure code 808:02 was also confirmed during event history log review. The failure code 808:02 was caused by faulty pump head module (phm). The phm was replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 813:01 occurred. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. There was no further complaint information available.